Manufacturer narrative:
Integra has completed their internal investigation on april 28, 2017. Results: at this time, the implant has not been returned; therefore, no failure analysis can be performed. If the part is returned, the complaint will be updated accordingly. DHR review; review of manufacturing records showed no evidence of a nonconformance that may have caused or contributed to the reported event. Complaints history; a trackwise search of the results of the short description field containing ¿pip-200-20p¿ showed (B)(4) complaints of intra-operative pip fractures and/or breakages, including the report contained in this investigation. From january 2012 to present, there have been (B)(4) pip surgeries performed. This represents a (B)(4) ((B)(4)) overall failure rate which does not represent an adverse trend. Conclusion: as the implant has not been returned to date, no root cause could be determined; however, possible causes include unsupported impacting; incorrect oblique cut or broaching direction; and instrument/tool or method related issues when tried to extract the implant.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeon implanted the proximal pip pyro implant. The implant was not fully seated (but close), and he wanted to reposition. When he went to remove the implant to reposition the force of backing it out caused the implant to break. Surgeon removed the remainder of the implant and implanted a new proximal component.

Manufacturer narrative:
Integra has completed their internal investigation on august 2, 2017. Results: evaluation of returned device; a portion of the product was returned and underwent product analysis. The part was returned in three small segments. DHR review; review of manufacturing records showed no evidence of a nonconformance that may have caused or contributed to the reported event. Complaints history; a trackwise search of the results of the short description field containing ¿pip-200-20p¿ showed 18 complaints of intra-operative pip fractures and/or breakages, including the report contained in this investigation. From (B)(6) 2012 to present, there have been 3,247 pip surgeries performed. This represents a 0.55% (18/3,247) overall failure rate which does not represent an adverse trend. In addition, review of the complaints shows that the highest severity of complaints is moderate, which does not represent an adverse trend. Conclusion: based on the partial return, no root cause could be determined; however, possible causes include unsupported impacting; incorrect oblique cut or broaching direction; and instrument/tool or method related issues when tried to extract the implant.